Event description:
A malfunction was reported by the customer, indicated by a malfunction code. There was no adverse impact on the customer's blood glucose level. Technical support provided information on how to reset the pump and assisted the customer with the reset. There was an issue with the pump entering storage mode, which was related to another case.